Event description:
It was reported that after successful deployment of the vascular stent in the iliac artery, the delivery system could not be removed. Force was used in an attempt to retract the delivery system and the inner catheter broke. The delivery system was removed in its entirety with no report of injury to the pt.

Manufacturer narrative:
The device history records are being reviewed. The device delivery system has been returned and is currently being evaluated. The investigation is underway.